Event description:
Per the customer, the curved needle on the tip of the surgical suture capio broke inside the pt during a prolapse vaginal. The physician removed the device and used forceps to retrieve the little piece of broken needle. There was no reported adverse outcome to the pt.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. The device was discarded at the site. No results are available at this time.